Event description:
Death of a 6-yr-old ventilator dependent paraplegic boy due to disconnection from ventilator. Reportedly portable ventilator alarms did not function to alert the boy's family of the disconnection. Rptr contacted detective who stated that he intended to investigate the event from the perspectives of both a device failure and a possible criminal event (euthenasia). Rptr also observed the testing of the device, performed by clinical engineer hired by MFR and with consent of the police dept. This testing was done in the presence of the detective and rep from the MFR, the health dept, and the victim's father. The results of this testing (lasting approx 4 hrs) failed to reveal any defects in the device. Co admitted the recognized possibility of random/intermitent failures in these devices. Co rep stated that he intended to perform extended testing (continuous monitoring of the device's operations over a period of days) of the device at MFR's facility. Newspaper articles indicate the testing failed to reveal any device problems. The pd intends to continue to investigate the event from a criminal perspective.